Event description:
The coupling of the floating mass transducer (fmt) was reportedly poor.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively likely due to a inadequate coupling of the floating mass transducer. Reportedly due to the recipient's anatomy recoupling of the fmt was difficult. The recipient was re-implanted with a bone conduction implant. This is a final report.

Event description:
The coupling of the floating mass transducer (fmt) was reportedly poor. The device was explanted and the user was re-implanted with a bone conduction implant.